Event description:
It was reported that the patient experienced chest wall stimulation, beginning with the day she was programmed. It was thought that the stimulation was due to the positioning of the lead, and the patient was scheduled for a lead revision. The patient's lead was revised due to lead migration/dislodgement on (B)(6)-2007. The lead was moved downward and the patient recovered without sequela.

Manufacturer narrative:
Lead model 377845, lot# v041284019, implanted: 2007-(B)(6), explanted: unknown extension, model 370814, serial# (B)(4), implanted: 2007-(B)(6), explanted: unknown, extension model 370814, serial# (B)(4), implanted: 2007-(B)(6), explanted: unknown programmer, model 37742, serial# (B)(4).